Event description:
The pump user stated her infusion device turned off without generating the a2 (low power pack) or e2 (power pack depleted) alarms. She stated she had high blood glucose of 210 mg/dl and then it was "so high that it would not register". Her normal blood glucose range is 80-120 mg/dl. The only hyperglycemic symptom she had was thirst. She stated she was in the process of troubleshooting her high blood glucose when her infusion device "went dead and the screen was completely blank". The power pack was one week old. The patient was aware of the power pack recall. To address the issue the patient stated she changed all of her accessories and was able to bolus through her infusion device. At the time of the report her blood glucose was fine. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.